Manufacturer narrative:
Blank display due to moisture damage on lcd board. Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Moisture damage also noted on mother board and radio frequency board. Unable to test for frozen screen due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the insulin pump had a frozen display. After troubleshooting, it seemed more so that the customer was getting a blank display and that the insulin pump was resetting due to connectivity issue with a battery cap. This occurred three times over the last 7 days. In the alarm history there were several bad battery alarms. The battery cap did not fix the issue. Customer's blood glucose level was 9.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.